Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental repot will be submitted.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that this was identified during testing at the facility. Any pt involvement is unk.